Manufacturer narrative:
This supplemental report is being submitted to correct the initial MDR. Upon further review, it was determined this complaint/report is a duplicate of MFR report number # 9610595 - 2022 - 00184.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issues were not confirmed. The angle wires were stretched. The channel was buckled and deformed. The adhesive part on the bending section cover was worn out. Part of the insertion tube was caught, and pinched. The insertion tube became deformed (handling issue). The flexibility adjustment ring had damage or deformation. The light guide lens was chipped due to a shock caused by dropping and knocking the endoscope to a hard surface/object (handling issue). The resin part was cracked (crack due to impact such as dropping/ crack of molded part due to physical/chemical stress) (caused by handling). The instrument channel was buckled or deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during preparation for use, the evis exera iii colonovideoscope had leakage air/water leakage and liquid ingress. There was no effect on the procedure. No patient injury reported. During the evaluation of the device, it was noted foreign material was exiting from the channel (including the auxiliary water channel) due to insufficient cleaning. This report is to capture the reportable malfunction of foreign material was exiting from the channel (including the auxiliary water channel) due to insufficient cleaning noted at estimation.